Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited potential loss of capture on the right ventricular (rv) lead. The duration of asystole is unknown, but the patient is dependent. Inappropriate mode switches were also observed. At this time, the products remain in service and no further information was able to be obtained. The rv lead is a competitor's product. No adverse patient effects were reported.